Event description:
A patient underwent an ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified damage in the surface of the pebax. Initially, it was reported that an error 106 was observed. The reporter stated that 106 error code occurred after the catheter was plugged into the carto system, and before first ablation, as the tip threaded through the distal end of sheath (distal exit). A second device was used to complete the operation. There was no adverse event reported on patient. The catheter was not used in patient. The force sensor error (106) was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The lab received the device and per the evaluation completion on 11-oct-2024, damage in the surface of the pebax was observed. This was assessed as MDR reportable with an awareness date of 11-oct-2024.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force sensor functionality test of the returned device were performed following j&j medtech procedures. Visual analysis revealed damage in the surface of the pebax, additional microscopic examination revealed that the pebax was broken, with no foreign material inside. The device was connected to the carto 3 system, and it was recognized; however, error 105 and 106 were displayed on the screen due to open circuits in the tip area. Error 105 is unrelated to the issue reported by the customer. A manufacturing record evaluation was performed for the finished device number lot 31341926l, and no internal action related to the complaint was found during the review. The force sensor error reported by the customer was confirmed. The potential cause of the open circuits cannot be conclusively determined. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. Additionally, the pebax damage is unrelated to the issue reported by the customer. The carto® 3 system instructions for use (IFU) contain the following information: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft. Twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).